Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was using the insulin pump and it was beeping and they reset the battery and it was not taking any battery after the beep, no alarms or anything on the insulin pump was totally dead. The customer¿s blood glucose level was 201 mg/dl at the time of the incident. The insulin pump will be returned for analysis.